Event description:
MFR review of a pt's vns programming history, noted that the pt's vns was interrogated on (B)(6) 2005, and found to be set to vns systems diagnostics default settings of 1 ma/ 20 hz/ 500 pw/ 30 secs on/ 60 s mins off. Sixty minutes off is not a therapeutic setting and is indicative of a previous faulted systems diagnostics test. The previous interrogation prior to (B)(6) 2005, was on (B)(6) 2001, and vns settings were: 2 ma/ 20 hz/ 250 pw/ 7 secs on/ 1.1 mins off. No vns diagnostics are available on either interrogation date; it is suspected a faulted systems diagnostics test occurred at some point between (B)(6) 2001 and (B)(6) 2005, with an unk vns programming system. The vns settings were corrected prior to the next office visit on (B)(6) 2006, when the settings were noted to be: 1 ma/ 20 hz/ 500pw/ 30 secs on/ 10 mins off.